Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. The patient contacted dexcom on 05/27/2026 and provided further details on the event reported. The patient stated that after the sensor was removed, they could not see the sensor wire and that they felt an intense pain. The patient got a prescription for an x-ray, and when the imaging was made, according to the patient, 2 wires were seen. One of 8mm and one of 10mm. The patient stated that surgery would be needed to remove the sensor wire, but at the time of the initial report, no surgery had taken place yet. At the time of the report the patient still felt the intense pain, a control echo was scheduled for the end of july and the patient had an appointment with a surgeon for (B)(6) 2024. The patient confirmed that he had surgery under local anesthesia on (B)(6) 2024. The sensor wire is broken into 3 parts, and the surgeon could not remove the wires. The patient did not provide any further details on the surgery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).